Event description:
Reporter indicated that a physician's (B) (4) handheld computer would not turn on. Troubleshooting was done by manufacturer representative,but problem persisted. All attempts for further information are pending. Product has been requested, but has not been returned to date.